Manufacturer narrative:
Per the study: the use of covered stents for endovascular repair of iatrogenic injuries of peripheral arteries shows a high technical success and may be an alternative to surgery.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Received an article titled "covered stents for endovascular repair of iatrogenic injuries of iliac and femoral arteries". Published in the journal cardiovascular revascularization medicine. The article investigates the procedural and clinical outcomes associated with percutaneous transluminal angioplasty (pta) and covered stent (cs) implantation to repair iatrogenic injuries of peripheral arteries in one hospital. Per the article, in-stent restenosis occured in five patients.